Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, this device was explanted on (B)(6) 2014 for premature end of life (eol). The device will be returned for analysis.

Event description:
Reportedly, this device was explanted on (B)(6) 2014 for premature end of life (eol). The device will be returned for analysis.

Event description:
Reportedly, this device was explanted on (B)(6) 2014 for premature end of life (eol). The device will be returned for analysis.